Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased sensing was observed on the rv lead. It was noted that the lead was still usable. Physician elected to cap and replace the lead as a precautionary measure. Patient was fine post-procedure.